Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was seen in clinic for receiving high voltage therapy. It was further reported that two episodes were in the ventricular fibrillation (vf) zone, one consistent with supra ventricular tachycardia (svt) and the other with atrial fibrillation with rapid ventricular response. Device interrogation also noted the capture threshold on the atrial lead was high. The device and lead remain in use. The patient's beta blocker medication was changed. No further patient complications have been reported as a result of this event. The patient was a participant in the (B)(6) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.